Event description:
It was reported that during an unknown surgical procedure, it was discovered that the motor device "was not working with the finger switch." It was unknown if there were delays to the surgical procedure. A spare device was available for use. No injuries were reported. It was unknown if there was medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was tested and was found to have a damaged hand control. Therefore, the reported condition was confirmed. The device was worn from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.